Event description:
A healthcare worker experienced a burn with whitening of the skins at the contact site on the end of a finger while working with items from a load after a completed cycle. The worker touched what was thought to be a drop of water prior to the onset of symptoms. The worker rinsed the site off with water and did not seek medical attention. The symptoms resolved in one day. The vaporizer plate was not in place.